Event description:
A physician reported that following an microstent implant procedure, the patient was presented with hyphema persistent for 3 weeks high iop (intraocular pressure) and poor vision. The patient also underwent cataract surgery. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the investigation site for evaluation for the report of hyphema persistent for 3 weeks high iop and poor vision; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).